Event description:
The patient underwent a mitral valve replacement. During the procedure, the mitraclip clip delivery system (cds) was advanced out of the sheath. The medial knob was used to bend the distal end of the cds, and advance the mitraclip to above the valve plane. Micro-adjustments of the steerable guide catheter were used to ensure anteroposterior rotation of the delivery sheath and media-lateral manipulation of the 24f system. The mitraclip was advanced perpendicular to the mitral valve plane in the region of interest along the coaptation line. Due to the iliac tortuosity and the mitral valve angle, it was difficult to maneuver the device. The surgeon tried to reposition it, lost capacity to move and noticed the posterior gripper was stuck on the leaflet and unable to come loose. Multiple attempts were made to reset the lock line and free the device, without success. The device was noted to be separated from the delivery system. No longer able to maneuver the device, open or close, the patient was taken to the operation room for open mitral valve replacement. After successful mitral valve replacement, the patient began to deteriorate; despite appropriate interventions the patient developed progressive biventricular failure and expired.